Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review.

Event description:
Rubber (which the brake extension slides on) on the push to lock wheel locks' spit when applying the brake with use of the 6 wheel lock extensions. This results in the split rubber coming off and getting lodged into the brake extension when this extension is removed. This renders the brake extension useless without trying to dig inside and remove and replace this rubber tip.